Event description:
It was reported that the pt is experiencing severe pain and is only able to sleep on her stomach. Pt is reporting that she is having trouble walking and is experiencing pain down to the knee. The pt is stating that she has pain and pinching in her buttock area. Pt is also experiencing tenderness.

Manufacturer narrative:
At this time, the pt was unable to identify the device implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.